Event description:
It was reported when using then bd pyxis¿ medstation¿ es, the station was not turning on. The customer reported that the malfunction occurred while user was trying to issue medication to the patient, and it caused around one hour thirty minutes of delay. The user manged to get medication from alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on due to a main 1 drawer fault. The field service engineer diagnosed the drawer board as faulty, replaced the drawer board and tested successfully. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. (B)(6).